Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.

Event description:
During ivtm therapy, the thermogard ivtm system generated an alarm and customer observed the 500ml saline bag emptied, a second 500ml saline bag was placed. After an unknown period of time, the thermogard ivtm system alarm again and customer observed the second saline bag emptied. As a result, the patient is inadvertently received approx. 1000 ml of isotonic nacl solution. There was no relevant patient risk. The icy catheter (lot #157262) was removed and customer observed fluid leak on the balloon. Per follow up, the themogard console is functioning properly and does not required service. Note that the customer did checked for fluid leak on the floor, patient bed or console during the first saline bag had emptied. No consequences or impact to patient.